Event description:
Preparations for a cut film biplanar run of the left carotid, cerebral arterial system was performed. On pulling back for the injection, there was air noted in the tubing of the injector. This was thought to be due to a bad seal. The connector was exchanged and new one placed. The connector and catheter were then reattached and blood pulled back with no air noted within. An injection was then performed of the left common carotid artery injecting approx 6 cc per second for a total of 12 cc. Immediately following the injection, the pt experienced confusion, difficulty with speech, and right arm paralysis. The catheter and sheath were immediately withdrawn and pressure applied to the site of puncture for 10 minutes with no hematoma noted. Upon exam of the catheter post procedure it was noted that there was a leak where the dark grey tubing meets the light grey tubing.